Event description:
The customer contacted hotline to report sample carousel motion errors and they required assistance resolving on the beckman coulter access dxc 600i instrument. During trouble shooting with the customer, it was determined the customer had improperly removed a bhcg reagent pack and a bnp reagent pack without using the instrument software. It was confirmed that no erroneous results were generated in connection to this event; however, the potential of generating erroneous but believable results does exist. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.

Manufacturer narrative:
(B)(4).